Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A few days after initial implant, the device was interrogated and varying high voltage impedance was noted on the right ventricular (rv) lead. The rv lead was capped and replaced. The patient was stable.